Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 260 mg/dl. Customer advised they had a low battery warning and they replaced the device with a new battery. Customer advised they received a blank display screen after they replaced the battery. Troubleshooting for blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was monitored and no low battery, high pitch tone, or audio/beeping alarms occurred during testing. The pump was received with a corroded battery tube, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.